Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) device implanted six weeks ago and the patient has been experiencing difficulty cycling his device using the pump. The device can cycle a little bit but the pump feels like it may be getting stuck. The patient is unable to start cycling the device in the manner that it was recommended because of a sensitive scrotum and swelling. The sales representative gave the doctor advice on how to possibly unstick a difficult pump, but since the patient is still recovering from surgery six weeks ago so the doctor wants to wait a couple of more weeks until the patient is healed enough to try and manipulate the pump properly.